Event description:
During evaluation of a received photograph, the tubing of an unspecified access set was found to be separated from the male luer inlet port. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the sample has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device and a photo were received for evaluation. Visual inspection showed that the male luer had been detached from the y- set. Closer visual inspection under a microscope noted that a solvent plow ridge was visible. The reported condition was verified. The lot number is not known, therefore; a batch review cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.